Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys total psa immunoassay (tpsa) result for 1 patient sample (patient 1), questionable elecsys tsh assay (tsh) and elecsys ft4 ii assay results for 1 patient sample (patient 2), and questionable elecsys estradiol iii assay and elecsys lh assay results for 1 patient sample tested on multiple cobas 8000 e 801 modules. For patient 1 the tpsa data provided was a reportable malfunction and for patient 2 the tsh data provided was a reportable malfunction. Medwatches involved in the event include patient identifiers (B)(6). Patient 1 testing was performed on cobas e801 serial number (B)(4). Patient 2 testing was performed on cobas e801 serial number (B)(4). Patient 1 initial tpsa result was 0.007 ng/ml. The same patient sample was retested on (B)(6) 2018 with a result of 2.970 ng/ml. The initial result was released outside of the laboratory. The tpsa result of 2.970 ng/ml was deemed to be correct. There was no allegation of an adverse event. The tpsa reagent lot was 31574000 with an expiration date of jul-2019. On (B)(6) 2018 patient 2 initial tsh result was 0.023. On (B)(6) 2018 the same patient sample was retested with a result of 1.180. Tsh units of measurement were not provided. Patient 2 is a (B)(6) male with a date of birth of (B)(6). It was not known if the erroneous results for patient 2 were released outside of the laboratory or if there was an allegation of an adverse event. Clarification has been requested but not yet provided. The tsh reagent lot information was not provided. Patient 2 samples were aliquoted by a modular pre-analytical system. It was not known if the samples for patient 1 were aliquoted by a modular pre-analytical system. The customer was not using rack adapters. The investigation is currently ongoing.

Manufacturer narrative:
For patient 2 the erroneous result was released outside of the laboratory. No treatment was altered based on the erroneous result. There was no allegation of an adverse event.

Manufacturer narrative:
For the tpsa from cobas e801 serial number (B)(4). , the tpsa qc results were acceptable and the provided alarm history did not contain any conspicuous messages.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. A general product problem could be excluded.